Event description:
It was reported by the patient that the remote monitor was no longer receiving power, the green power indicator light was not lit and the monitor did not respond to the start button. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful and another electrical outlet was tried as well. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.